Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Testing was completed to assess the helix difficulty allegation, which was confirmed due to the helix housing being clogged with dried blood/body fluid. This is a known inherent risk of device.

Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was placed, the parameters were not satisfactory. High capture thresholds and low amplitude was observed. The physician tried positioning the lead in a different location. Although the helix mechanism retracted, it could not be extended again. The lead was exchanged to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was placed, the parameters were not satisfactory. High capture thresholds and low amplitude was observed. The physician tried positioning the lead in a different location. Although the helix mechanism retracted, it could not be extended again. The lead was exchanged to complete the procedure. No adverse patient effects were reported. This lead is expected for return.